Event description:
The customer reported via phone call that they had inaccurate readings with their sensor. The customer stated their blood glucose reached 400 mg/dl, but their sensor reading was between 130 mg/dl and 140 mg/dl. Customer also reported their blood glucose declined to 300 mg/dl, but the sensor reading remained the same. Customer also reported a bent sensor cannula on their previous sensor. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.